Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-product analysis: the device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed no evidence of the related issues. A battery compartment crack and moisture ingress were observed; leak testing verified a battery compartment leak. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump¿s electric power draws were found to be within specification. No damage or defect was observed to the pump¿s internal components.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.